Event description:
It was reported that there were several atrial tachycardia (at)/ atrial fibrillation (af) episodes that showed noise noted on the right atrial (ra) lead. There was one non-sustained tachycardia episode which had a mirror image signal on the atrial and ventricular channels. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There were atrial high rate episodes with apparent noise in atrial egms. (B)(4).